Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure. During the procedure, a piece of the lead accessory broke-off into the pt upon the doctor readjusting it. The doctor felt nothing could be done at that time. An exploratory procedure would've had to take place in order to remove the fragment(s). In turn, the doctor decided to leave the fragment(s) in the pt. On (B)(6) 2013, an sjm rep was made aware of the event. Overall, the pt is doing well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.